Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. No intervention has been performed at this time and the ICD remains in service. No adverse patient effects were reported. A revision procedure has been scheduled. This event will be updated once additional information is received.